Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for am 7/21/2022 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient noticed a return of symptoms the last day or two. The patient first connected to recharger and had questions about recharging. When connected to recharger they received a message that therapy is off and ins battery level at 80% then 90%. They wanted to switch to turn therapy off so stopped recharge session. With instruction patient connected to implant after communicator update finished. They turned therapy on and then increased setting as doesn't remember being that low. They will maintain stimulation level and will continue to track symptoms. Reviewed therapy information and general programming guidance and patient said that overall they have noticed significant improvement. They said they used to use 7 depending on the day and is down to 1 per day however still has frequency. It was reported that during the call the patient received a por message when they attempted to connect to turn therapy off. While patient was recharging they did see message that therapy was off. They cleared message and turned therapy on. The troubleshooting steps that were taken on the call resolved the issue.  It was reported that when patient tried to recharge yesterday it took a long time to connect and they experienced difficulty maintaining a connection. They said when they started a recharge session it was 80% full.  Reviewed repositioning of recharger, reset recharger, palpate area. The troubleshooting steps that were taken on the call resolved the issue.